Event description:
It was reported that the device¿s sleep/wake button was intermittently unresponsive, occurring several times per day over multiple months, although the button functioned normally during guided attempts and the user received instruction on proper operation. There were no adverse clinical effects and no impact on health and no medical intervention.

Manufacturer narrative:
Investigation included customer interview and on-call functional checks. Investigation of this case revealed normal device function during testing and no observed malfunction. It was concluded that the issue could not be confirmed and that user education addressed proper technique.